Event description:
It was reported that a home patient (hp) had air in the tubing (without alarm). This occurred on the homechoice (hc) during drain one of four. The drain volume (dv) was equal to 11ml. The technical service representative (tsr) had the home patient (hp) check the lines. The hc resumed drain one and then re-alarmed. The hp then stated there were air bubbles in the patient line. The hp had correctly disconnected and reconnected using proper aseptic technique during dwell one. The tsr assisted in ending therapy. The tsr advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the air. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.